Manufacturer narrative:
(B)(4).

Event description:
The patient provided the following update from her recent doctor visits. She remains symptomatic, experiencing lethargy, headaches, puffiness under her left eye, and pain over her left sinus area. Her recent blood panel showed everything within normal limits. She had an appointment with a neurologist, but she will not be following up with him and he was not able to provide a diagnosis or treatment plan. She had a second opinion from an ophthalmologist who reported that her left eye looked ok, iop was good, and his opinion was that her symptoms were originating from another source (non-istent related). She plans to see her ear, nose, and throat doctor because of her history of sinus problems. She also has a visit to obtain a melisa blood test. She will report back after her visits.

Manufacturer narrative:
(B)(4).

Event description:
Patient provided the following update. Patient has appointments scheduled for late (B)(6) with a neuro-ophthalmologist and a second ophthalmologist. She discontinued her eye drops as they were not helping. Patient reports lethargy and headaches in the evenings; also experiences eye pain and eye watering in her left eye. Her glasses prescription for the left eye is: -0.00 - 1.25 x 144. Preoperatively, she wore glasses for watching tv and driving, but now she needs glasses for reading. She has an acrylic toric iol implanted. Patient was seen by her surgeon on (B)(6) 2016 and her iop was ok and her refraction was good. Both the iol and the stent were in good position. Her doctor commented that in her chart she reported experiencing pain preoperatively. Patient reports eye twitching and feeling dizzy, transient ear pain. Head CT was normal. Her doctor suspects she may have a problem with her trigeminal nerve and she has referred the patient to a neurologist. On (B)(6) 2016 the patient reports worsening of pain, malaise, nausea, lethargy, dry mouth, and heart racing. Patient believes she is having an allergic to the stent. She is requesting bloodwork and allergy testing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The surgeon performed postoperative gonioscopy and confirmed the stent to be in good position. The device history records were reviewed and there were no nonconformances thought to be related to the reported event. In addition, the sterilization records were reviewed and there were no nonconformances identified. MFR reference #: (B)(4).

Event description:
A consumer reports undergoing cataract surgery with implantation of a toric iol and an istent in her left eye. Date of surgery was (B)(6) 2015. Since the surgery she reports experiencing pain in the operative eye, burning sensation, watery eye, and does not feel well in general. She states she is unable to see without her glasses. She has severe allergies, sinus pain, and headaches and is concerned the she may have a possible titanium allergy. She had prior allergy testing which revealed she was allergic to nickel and epoxy. Patient provided an update from her dr. Visit on (B)(6) 2015. She was prescribed prolensa (topical nsaid), one drop per day for 2 weeks and a head CT was ordered (due to medical history of breast cancer). Visual field tests were performed and results were acceptable and her iop was 10 mmhg. The patient has not given permission to contact her doctor, so we are unable to confirm the alleged allergy to the istent.